Event description:
Customer informed advanced sterilization products that cidex splattered on her arms and clothes. She washed her arms well but noticed stinging. She was seen by a physician who administered a 20 minute flush in addition to applying silvadene cream. A follow up phone call demonstrated that the customer no longer has inflammation.